Manufacturer narrative:
(B)(4). Results: stent graft misplacement. Results and conclusions: moderate tortuosity. Stent graft misplacement.

Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of a 5.6 cm abdominal aortic aneurysm. Vessel morphology was reported as moderate tortuosity, with no calcification. It was reported that the stent graft was successfully implanted; however, during removal, the delivery system got caught on the suprarenal stent which moved it down into the proximal end of the aortic neck. A proximal cuff was then implanted, and ballooned, which provided acceptable coverage. No additional clinical sequelae were reported and the pt is fine.